Event description:
Per the clinic, the patient hit his head which resulted in no benefit from the device. Impedance telemetry through the software was attempted, but no link could be obtained with the internal device. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).